Event description:
It was reported that high impedance was detected with system diagnostics after the patient's previous generator was replaced due to battery depletion. Impedance pre-operatively and intraoperatively (with both generators) was unknown as the generators could not be interrogated due to programming system issues. The manufacturer's device history records of the patient's newly implanted generator were reviewed. The generator passed final quality and functional specifications prior to release. The previous generator was interrogated after surgery with a different system. The internal data from that interrogation event showed that high impedance hadn't been detected by the generator prior to surgery, indicating that high impedance wasn't present until surgery occurred. The patient's lead was replaced two weeks later, which resolved the high impedance. Pin reinsertion was not performed prior to surgery because per the surgeon's assessment, the lead pin appeared to be inserted in an x-ray. The explanted lead was discarded. No further relevant information has been received to date.